Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was conducted and did not show the currently reported issue. When the device was returned to mmdg for investigation, it was found that the pump was out of calibration, resulting in the over infusion. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was over infusing. Mmdg did not follow up with the initial reporter because at the time of the complaint they stated that the complaint occurred during testing and did not affect a patient. No other information was provided. Complaint (B)(4).